Manufacturer narrative:
(B)(4).

Event description:
It was reported "after the dissected stomach was removed, it was inflated and a leak along the staple line was noticed. Only the extracted portion of the stomach had this issue. It occurred roughly at the 50% mark of the stapler". The patient's current condition is reported as "fine".

Event description:
It was reported "after the dissected stomach was removed, it was inflated and a leak along the staple line was noticed. Only the extracted portion of the stomach had this issue. It occurred roughly at the 50% mark of the stapler". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as the sample was not returned for analysis. A device history record review was performed and no issues with the lot were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.